Event description:
The user facility reported that three employees received carbon fiber splinters from the underside of two surgical table arm boards, causing minor bleeding. The employees reported to the facility emergency room where the splinters were removed and ointment and a band-aid was applied to the affected areas. The employees missed no time from work and no sustaining injuries have been reported.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
A 30-day follow-up was made, and the pt was evaluated, and a neurological exam indicating the hospital stroke scale score of 0 and the rankin stroke scale score of 0 and without adverse events. On going medications are aspirin and clopidogrel. The pt returned for his annual follow up. The subject was asymptomatic. An ultrasound was performed revealing the previously implanted stent fractured without separation. Subsequently revascularization of the left carotid artery was performed. A precise stent (lot/catalogue not available) was implanted within the existing stent at the left proximal internal carotid artery successfully. The procedure went uneventfully. The left carotid revascularization was performed without adverse effects to the pt. This event (stent fracture) was related to the cordis product, and unrelated to the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A device history record (DHR) was requested to nitinol devices & components (ndc) and the results indicate that the stent shipped meets specified release requirements. No nonconformance records were issued for this lot and there were no excursions. This product remains implanted in the pt, and will not be returned for eval and testing. Additional info will be sent within 30 days upon receipt.

Event description:
A 12-month follow up indicated precise rx nitinol stent fractured. This pt was enrolled in the registry for carotid stenting. At baseline, the pt was evaluated with a hospital stroke scale score of (0), as well as a rankin stroke scale score of (0). The pt was asymptomatic. The left proximal internal carotid artery was the target lesion. There was no occlusion in contralateral side. The lesion's diameter stenosis was 85% with lesion length 12.0mm and a reference diameter 5.0mm. Total length of stented segment was 30.0mm. There was no vessel tortuosity. The lesion/vessel calcification was not documented. An arch type-ii was present. Thrombus was not seen at the lesion site and pre-dilatation was performed. Angioguard distal protection device was prepped and deployed successfully. One precise was deployed at its intended location. Upon retrieval of the angioguard device there was no debris found in the basket. There was no device(s) malfunction reported or adverse events. The procedure was completed with a 10% final residual in lesion stenosis. The pt was administered aspirin pre procedure and clopidogrel at pre and post procedure. The pt was discharged the next day on aspirin and clopidogrel. There was no adverse events. The post-procedure neurological examination reported the hospital and the rankin stroke scale score of 0.